Event description:
This is the second of two reports on the same event involving two lenses, one lens is sphere and the other is toric. Refer to medwatch 9614392-2010-00016 for a description of the first report. It was reported to coopervision from a (B)(6) customer that on (B)(6), a patient was dispensed a single proclear toric lens. The patient complained of redness after wearing the lens for 1 to 2 days. On (B)(6), the patient was diagnosed with opacity (cloudiness) of the cornea and was sent to the doctors who confirmed the original diagnosis. There was no indication of any medication being necessary to treat the patient.

Manufacturer narrative:
This is the second of two reports on the same event involving two lenses, one lens is sphere and the other is toric. Refer to medwatch 9614392-2010-00016 for a description of the first report. Method code- results code- conclusions code- a lens from the same lot of the actual device involved in the incident was tested and ph was outside target ph. However, the ph value was within ph range of 6.0 to 8.5 ph units which is known to be safe to contact lens wearers per the contact lenses handbook (4) section "isotonic and buffering agents." Submission of a report does not constitute an admission that medical personnel or the product caused or contributed to the event. The case is reported as corneal opacity. Corneal edema occurs when fluid accumulates in the corneal stroma, disrupting the normal lamellar structure and causing a loss of transparency. Should further information be provided that would change this conclusion, an update to this report will be provided within 30 days of receipt of the additional information.